Manufacturer narrative:
It was reported that "the boom motor get stuck in the up position and can't lower unless manually done". The customer reported replacement of the remote and power supply did not resolve the issue. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the boom motor get stuck in the up position and can't lower unless manually done".